Event description:
Info was received stating that the pt had surgery on (B)(6) 2009, to fix an unspecified problem with the ins battery. This device was explanted at that time. No further details, pt symptoms, or outcome were provided at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).